Event description:
The customer reported that they are getting error message 08000. This is a cycle power error that would prevent use of the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.